Event description:
It was reported that right ventricular lead was reposition due to a loss of capture on (B)(6) 2014. On (B)(6) 2014 the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.